Event description:
The device distributor (B)(4) reported a device malfunction involving the aortic punch at a hospital. The clinician reported that while testing the punch prior to the surgery, the tip became stuck (jammed) when the activation button was pushed and would not release. There were no patient complications as a result of the reported malfunction. Another punch was used to complete the procedure. The punch was returned to the manufacturer for analysis no add'l info is available at this time.

Manufacturer narrative:
(B)(4).